Manufacturer narrative:
Date rec¿d by MFR: 22jun2019. A data acquisition (da) printed circuit board assembly (pcba) was returned for analysis. During further investigation (fi), failure analysis on the returned data acquisition (da) pcba revealed that the pressure accuracy test passed. Root cause: the data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had error of autozero of the proximal pressure transducer. The customer reported there was no patient involvement.